Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. It was reported that the patient was given antibiotic and IV at the hospital. The patient did not remember the name of the medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with pain, redness, inflammation, and infection which occurred 5 days after the sensor had been inserted into the arm. The reaction was further described as a ¿red and huge lump¿ where the sensor was inserted. On (B)(6) 2024, the patient called emergency medical service due to the skin reaction. The patient reported ¿my wearable caused severe infection had to go to the hospital¿. No further patient or event details were provided. Attempts to reach the patient for further clarification were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.